Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no motor movement or negligible movement error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer informed that the insulin pump was not exposed to a high magnetic field. The customer was able to clear the alarm but was not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during motor rewind due to problems with the electronic assembly. Did not note any previous moisture damage or corrosion on the electronic or motor assemblies. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to pump error 38. Motor was tested outside device, and it passed.